Event description:
Related manufacturer reference number: 2017865-2024-34610. It was reported that during implant that a dislodgment occurred, and helix was unable to extent on the right ventricular (rv) lead. During the procedure a missing set screw was noted on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the rv lead and ICD. The patient was in stable condition.

Manufacturer narrative:
The reported field event of missing screw in the device was not confirmed. Electrical, longevity, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.